Event description:
Dr. (B)(6) is requesting to have the leads and device sent in for analysis for the patient. Impedance of the system was 721ohms. Document number from the mailing kit: (B)(4). Patient was feeling contractions around the device location. Serial numbers for the device: model 37800 (B)(6), model 4351-35 (B)(6), model 4351-35 (B)(6). Patient experienced stimulation of the tissue surrounding the device; explanted product (ipg) returned to medtronic for analysis (no issues found, battery ok). No further action to be taken.